Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained gablofen with a concentration of 2000 mcg/ml with a dose of 545 mcg/day. It was reported at a pump replacement case on the day of the report, the patient had an old 8731 catheter with a sutured connector. The representative stated that during the case, the catheter connector piece that was sutured ¿popped off¿. The representative stated they couldn't see what happened exactly on the table, but since the piece ¿popped off¿, they replaced the catheter connector with an 8578. The surgeon sutured the piece onto the pin instead of using a boot. The representative stated that small piece was not added on during the back table prime. Troubleshooting resolved the reported event. Adding a new pump connector piece resolved the catheter connector issue. No patient symptoms were reported. The existing catheter was 0.101 ml. The surgeon cut 1.5 cm of the old catheter. The new catheter length with the added 8578 equaled 0.114. A back table prime was performed. The drug did not change nor did the dose. Additional information received from the representative on (B)(6) 2016 reported the cause of the catheter ¿popping off¿ was the hcp attempted to pull the pump out of the pocket. The pump replacement was due to the pump nearing early replacement indicator (eri); routine replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.